Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of an insulin flow blockage and power error from the insulin pump. The customer stated that the alarm was resolved by a complete set change. The customer was advised that the pump is working properly as designed to detect an occlusion when the alarm occurs. The customer stated that there is a power error with the insulin pump that is not resolved. The customer was advised to disconnect from the pump, and to remove the aa battery form the pump and monitor the notification light. The customer was advised to call back to troubleshoot.